Event description:
It was reported that the autopulse lifeband did not stay snapped onto the autopulse platform. The platform also displayed a "realign lifeband" message. Customer adjusted the lifeband but the reported problem did not resolve. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and no damages or issues were observed with the brake gap, lifeband detect switch or shaft lock pin. The top cover and front enclosure were found to be damaged. From the condition of the platform, the damages appear to have been due to wear and tear. It should be noted that the lifeband used with the platform by the customer was not returned for evaluation. The platform was evaluated with multiple test lifebands all attached securely to the platform without any issues observed. The reported complaint of the lifeband not attaching securely to the platform could not be reproduced. During the course of functional evaluation, a user advisory 45 (not at "home" position after power-on/restart) was displayed while the platform was powering on. Further inspection determined that this was being caused by a misaligned driveshaft. After repositioning the driveshaft to its home position, functional testing was continued. Compressions were performed for 15 minutes with a test mannequin and no issues were observed. A review of the archive was performed and the data showed that from (B)(6) 2014 through (B)(6) 2014, numerous user advisory 20 (position out of range) and user advisory 45 (not at "home" position after power-on/restart) faults were exhibited. The cause of the ua 45 was previously identified during functional evaluation as the "out of position" driveshaft. Further inspection of the platform identified the cause of the ua 20 to be an encoder gearbox that was not functioning properly. The encoder gearbox was replaced to remedy this issue. Based on the investigation, the parts identified for replacement were the top cover, front enclosure and encoder gearbox. In summary, the reported complaint of the lifeband not staying snapped onto the platform could not be confirmed. Multiple test lifebands were securely attached to the platform during testing. Ua 45 faults were observed during functional testing as well as in the archive and attributed to an out of position driveshaft. These ua 45 faults confirm the customer's reported complaint of the platform displaying "realign band" as the platform would have shown, "pull up on lifeband". Additionally, multiple ua 20 faults were seen in the archive and found to be due to the encoder gearbox not functioning properly. Following replacement of the damaged parts and re-positioning of the driveshaft, the device passed all testing criteria.